Event description:
It was reported following walking through airport security, the problem '-' button increase stimulation. The sjm rep met with the pt to interrogate the programmer. The programmer performed as designed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.